Event description:
Philips received information from a customer site that the table dropped when a patient was on it. There was no report of harm to any patient.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. A philips field service engineer (fse) evaluated the system and replaced top drive screw and belt on the patient support table. The fse then recalibrated the table and verified operation. (B)(4).

Manufacturer narrative:
On (B)(6) 2011, it was reported to philips that on (B)(6) 2011, the forte table dropped when a patient was on it. There was no report of harm to the patient or operator. Philips received information from a customer site that the table dropped when a patient was on it. There was no report of harm to any patient, operator or bystander. A philips field service engineer (fse) evaluated the system and replaced the top drive screw and belt on the patient support table. The fse then recalibrated the table and verified operation. The parts were not available for further investigation by engineering. Ami engineering review of the reported event has determined that if this malfunction were to recur, it would not be likely to cause or contribute to death or serious injury. The forte table contains two linear bearings that would limit the table to drifting (not dropping or collapsing) down a maximum distance of twelve inches prior to coming to rest on one of the bearings. The fse evaluated the system and replaced the top drive screw and belt on the patient support table. The fse then recalibrated the table and verified its operation. The probable root cause could not be determined as there were no parts available and no information to investigate the issue, however, the fse replaced the top drive screw and belt on the patient support table.